Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) due to high blood glucose (bg) levels of 26 mmol/l (468 mg/dl) and ketones of 1.5, while wearing the pod. The patient's omnipod alarmed in the middle of the night due to be changed. The patient forgot to administer bolus, went to sleep and woke up the next day feeling sick and throwing up. The personal diabetes manager (pdm) showed an error code and to remove the pod. At the hospital, the patient was placed on an intravenous (IV) infusion and after feeling good went home.